Event description:
Physician reported the removal and replacement of 3-4 amo array intraocular lenses in response to pt's complaints of glare at night, which is identified as a risk in the product labeling.